Event description:
It was reported to boston scientific corporation that a rotatable oval snare device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, when the physician operated the handle to open the snare wire, the loop would not extend out of the sheath. Reportedly, when the physician operated the handle with force, the handle cannula detached from the handle. The procedure was completed with another rotatable oval snare device. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, when the physician operated the handle to open the snare wire, the loop would not extend out of the sheath. Reportedly, when the physician operated the handle with force, the handle cannula detached from the handle. The procedure was completed with another rotatable oval snare device. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Visual evaluation of the returned unit found the working length was kinked, the handle cannula was bent, and the key tube was found outside the dongle assembly. The handle cannula was not detached as reported by the complainant. Therefore, this event is no longer considered MDR-reportable. The complaint was confirmed; the kinked sheath and bent handle cannula prevented device actuation. Manipulation of the device during preparation likely caused the kink near the handle, causing resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the handle cannula to bend and the key tube to detach. However, the investigation did not confirm the report of handle cannula detachment. Since the event was caused preparation of the device without patient contact, the most probable root cause of this event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.